Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). The device was received and evaluated at the service center. The reported complaint that the device stopped working was confirmed. It was found that the left cover and the power supply filter were damaged and the pressures were out of tolerances. Also the power entry module and the cpu board were defective and the unit was found to not be calibrated correctly. The device also had initialization failure and produced an alarm. The power entry module and the cpu board, along with the non-repairable cover were replaced, the device was newly calibrated, cleaned, tested and found to be fully functional. User mishandling is the cause for the physical damage to the device. The incorrect calibration would have caused the pressure of the device to go out of tolerance and the defective cpu would have caused the alarm on the device. The defective power entry module and the cpu board are responsible for the issue reported by the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the 4580 fms duo+ pump/shaver combo ns device stopped working twice during an unknown procedure. The customer was able to complete the procedure with the same device. There were no patient consequences or surgical delay reported. During in-house engineering evaluation, it was determined that the pressures on the device were out of tolerances. There was no delay in the surgical procedure. The same device was used to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: device evaluation: upon complaint review, it was determined that the investigation has been updated. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device stopped working was confirmed. It was found that the left cover and the power supply filter were damaged and the pressures were out of tolerances. Also the power entry module and the cpu board were defective and the unit was found to not be calibrated correctly. The device also had initialization failure and produced an alarm. The power entry module and the cpu board, along with the non-repairable cover were replaced, the device was newly calibrated, cleaned, tested and found to be fully functional. User mishandling is the cause for the physical damage to the device. The incorrect calibration would have caused the pressure of the device to go out of tolerance and the defective cpu would have caused the alarm on the device. The defective power entry module and the cpu board are responsible for the issue reported by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances were identified.